Event description:
It was reported to the MFR that the vns pt has been experiencing an increase in seizure activity. It is unk if the increase is above pre-vns baseline level. It was indicated that the pt may not have reached efficacious levels yet with vns therapy. It was also indicated that the pt's seizure length and severity has been improved by the use of the magnet during seizures. Recently, the pt reportedly has been under increased stress due to external factors and may have issues with adequate absorption of his medication due to nausea from an unrelated event. The relationship between vns therapy and the increase is unk at the time. Good faith attempts to obtain additional info regarding the reported event have been unsuccessful to date.